Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced groin bleeding at impella site despite angle matching and manual pressure. CT of pelvis ruled out retroperitoneal bleeding. Bleeding resolved with holding of systemic heparin with bruising present in the groin. One unit of blood given. The patient is stable.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was anticoagulation management due to high patient act values, heparin was stopped to achieve hemostasis as per the clinical description. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the following sections: section: general patient care considerations section: entering cardiac output section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 added- d6a/d6b. F6/f8 should have been left blank.